Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 198-199 mg/dl and 3.8 mmol/l ketone level resulting in a hospitalization. Cause of adverse event was suspected as the pump. A correction bolus was delivered via the pump to address the event prior to the hospitalization. The pump history was reviewed and no alarms that could have suspended insulin deliveries were identified; only a max basal alert and low power alert were observed on the event date. Insulin pen injections were administered in the hospital as treatment. The customer was released the same day with the issue resolved and no permanent damage.